Manufacturer narrative:
Implanted date: device not implanted. Explanted date: device not explanted. Occupation - lead rad tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the tip of the sheath seemed to be shorter and frayed when discharged from the patient. They were unable to locate the tip of the sheath. The patient was stable, and the procedure outcome was successful. The blood loss was less than 250cc's. There was no patient injury, medical/surgical intervention required. Additional information was received 28september 2021: the type of procedure that was being performed was a left arm fistula gram. They are unable to verify if the tip of the sheath broke off inside the patient. The tip of the sheath could not be located. The procedure was completed using a 7fr short sheath. There was no harm to the patient. Additional information was received 12october2021: the case was completed with a 7fr short sheath. We started the case with the 6fr short sheath. Then the physician exchanged the 6fr for a 7fr short sheath over the wire, during the exchange is when I noticed the tip of the 6fr sheath was frayed. The physician was unsure that the 6fr sheath was frayed, which is why they opened a second one to compare and confirm.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. Two glidesheath slender were returned for product evaluation. Both products included the sheath and the dilator. The second sample was the replacement device. The samples were decontaminated per terumo procedures and policies. Analysis of the non-complaint sample was performed as follows: the sample was subjected to visual analysis. The non-complaint sample was measured to be 9.9cm (99mm) which is within specification of 100 mm +1/ -2 mm. No signs of deformation or damage were observed. The od and ID of the sheath were measured. The od of the sheath was measured 0.0966" (2.45364 mm) which is within specification of </=2.52mm. The sheath tip ID was measured to be 0.083" (2.1082 mm) which is within specification of 1.98 - 2.13mm. Analysis of the non-complaint sample was performed as follows: the sample was subjected to visual analysis. The complaint sample was measured to be 8.5cm (85mm) which is below specification of 100 mm +1/ -2 mm. A kink was noted 7.3cm from the sheath hub. The tip of the sheath was found to be frayed and widened out. The valve appeared to have been dislodged. The od and ID of the sheath were measured. The od of the sheath was measured 0.0977" (2.48158 mm) which is within specification of </=2.52mm. The sheath tip ID was measured to be 0.086" (2.1844 mm) which is above specification of 1.98 - 2.13mm. X-ray images were taken of the sheath hub to examine it. The valve was observed to be present. A portion of the sheath was observed to be inverted and come out through the valve. The caulking pin was also observed to have become dislodged from its original position. The complaint can be confirmed for mechanical damage. The exact root cause cannot be confirmed. The likely root cause is the balloon was not fully deflated. Review of DHR showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).